Event description:
A hosp reported the following: an mr850 respiratory humidifier appeared not to be working during a medical procedure. One of the rts reported observing another rt disconnect the heater wire adaptor in the expiratory tube. Water (condensate) accumulated in the expiratory tube of the rt210 adult breathing circuit. The pt was being ventilated in the assist control mode. The excess condensate that accumulated in the expiratory tube caused auto triggering of the ventilator and the pt's respiratory rate increased to approx 50 breaths per minute (the ventilator was set at 30). Rt#1 was attending to the pt, while rt#2 attended to the device set-up. The decision was made to switch the mr850 with another one. In an attempt to clear the condensate out of the line during this procedure, the excess water was allowed to run into the expiratory filter, occluding the flow of gas. [The ventilator went into occlusion mode]. At this point the pt was removed from the ventilator and manual bagging was initiated, but was unsuccessful in stabilizing the pt and he expired. This event occurred at 05:45am.

Manufacturer narrative:
The device is currently en route to the MFR for inspection. We will provide a f/u report with the results of our investigation.